Event description:
It was reported that an intraocular lens (iol) was fully inserted into the patient's left eye and removed during the same procedure as the lens had a bent/broken haptic, lens scratch, and cracked in the middle of the lens. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. There was no vitrectomy, incision enlargement, or sutures reported. The outcome did not significantly interfere with activities of daily life. The patient has recovered. No further information is available.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number and the complaint was not confirmed based on the investigation. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 2/1/2022. Device evaluation: the complaint lens and complaint simplicity was received taped to the simplicity tray. The original folding carton was received as well. Visual inspection, of the lens, revealed viscoelastic residue on the optic body and haptics and that the lens was received with a cut on the optic body, which is consistent with a lens that was handled during removal. The lens was cleaned, and presented with lens damage and cosmetic issues. The complaint issues could be confirmed; however, they may be attributed to handling during removal, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.